Event description:
Mother of home pt reported finding a few cracked minicaps both before and during use. Per the mother, the minicaps appeared to be cracked in the center. According to the pt's mother, there was no medical intervention and no pt injury.